Event description:
Brake at foot end wouldn't engage and lock whenever brake at head end was engaged.

Manufacturer narrative:
Technician replaced brake/steer pedal, replaced plastic bushing. Replacements were necessary because welds were cracked on rod connected to pedal. This resolved the brake issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.